Manufacturer narrative:
Describe event or problem, patient codes, device codes: updated. (B)(4).

Event description:
It was further reported that adjudication indicates stent thrombosis.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2017-08898. (B)(4) clinical study. It was reported that death occurred. In (B)(6) 2017, the subject's qualifying condition was stable angina and silent ischemia. The subject was enrolled in the (B)(4) study and the index procedure was performed on the same day. Target lesion #1 was located in the mid lad (cass site #(B)(4)) with 75% stenosis and was 20 mm long with a reference vessel diameter of 2.75 mm. Target lesion #1 was treated with direct placement of a 2.75 x 32 mm study stent. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was located in the proximal lcx (cass site #(B)(4)) with 75% stenosis and was 12 mm long with a reference vessel diameter of 3.00 mm. Target lesion #2 was treated with direct placement of a 3.00 x 16 mm study stent with 0% residual stenosis. The following day, the subject was discharged on dual antiplatelet therapy. However, on an unknown date in 2017 the patient expired of unknown cause.

Manufacturer narrative:
Device is a combination product. Death date: 2017. Complainant name: (B)(6) medical center. Device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2017-08898. (B)(6) clinical study. It was reported that death occurred. In (B)(6) 2017, the subject's qualifying condition was stable angina and silent ischemia. The subject was enrolled in the (B)(6) study and the index procedure was performed on the same day. Target lesion #1 was located in the mid lad (cass site #13) with 75% stenosis and was 20 mm long with a reference vessel diameter of 2.75 mm. Target lesion #1 was treated with direct placement of a 2.75 x 32 mm study stent. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was located in the proximal lcx (cass site #18) with 75% stenosis and was 12 mm long with a reference vessel diameter of 3.00 mm. Target lesion #2 was treated with direct placement of a 3.00 x 16 mm study stent with 0% residual stenosis. The following day, the subject was discharged on dual antiplatelet therapy. However, on an unknown date in 2017 the patient expired of unknown cause.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2017, the patient was hospitalized due to avascular necrosis of the right hip. On the same day, the patient underwent a right total hip arthroplasty with removal of prior hardware (gamma nail). The patient tolerated the procedure well with no complaints and continued to improve. A post-operative, hip x-ray showed the well-positioned right total hip arthroplasty. Three days later the patient was discharged to rehabilitation for short term postoperative care. The following day, the patient presented to the emergency room via emergency medical services (ems) with cardiac arrest and CPR in progress. Per ems, the subject was in asystolic state and the subject was down for 30 minutes prior to arrival to the hospital. Additionally, en route to the hospital, ems provided 3 ampules of epinephrine to the subject. In emergency department, the subject was intubated and 2 more ampules of epinephrine was given. The blood glucose was measured which was found to be 271. CPR was continued with no relief and the subject was pronounced dead. The immediate cause of death was cardiorespiratory failure.